Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. These products are distributed outside the united states; however they are similar to the united states product. See scanned page.

Event description:
A male patient with bmi 28.04 kg/m2 was enrolled in the study in 2007 with 2-vessel disease. The patient's medical history includes previous pci, previous CABG, hypertension, hyperlipidaemia, and diabetes mellitus. The main indication for the intervention was unstable angina pectoris. The patient's lvef was not available. The patient had several lesions treated. One lesion was a restenotic lesion of a previously implanted cypher stent located in a bypass graft. The lesion was non-ostial. There was no bifurcation and little or no calcification. A 3.0 x 33mm cypher select stent was electively implanted at 12atm with satisfactory results.